Manufacturer narrative:
Na, the device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a patient presented with grade 3 mixed mitral regurgitation (mr), a short calcified posterior leaflet, and an enlarged atrium for a mitraclip procedure. A mitraclip was deployed central at the anterior/posterior leaflet. A single leaflet device attachment (slda) occurred after deployment. The clip was detached from the posterior leaflet. It was reported that the slda may have been caused by short leaflets. An additional mitraclip was implanted to stabilize the clip. The final mr was grade 1. There was no clinically significant delay or adverse patient effects reported. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. The investigation determined the reported slda appears to be related to patient morphology/pathology due to short calcified posterior leaflet. The reported unexpected medical intervention was a result of case specific circumstance as an additional clip was implanted to stabilize the reported clip. There is no indication of a product issue with respect to manufacture, design or labeling.